Event description:
A battery life estimation was requested and provided to the treating physician. The treating physician reported that the device was interrogated this year, and during the last clinic visit, she noted that the ¿magnet was inconsistently registering¿ when interrogation was performed afterwards, and the patient reportedly does not feel stimulation every on-time any longer. As a result, the physician reported that she believes that the battery is closer to end of service than it appears, although the battery status indicator shows neos=no. It was also reported that when the generator is replaced, the physician believes that it needs to be relocated to a more superficial location as it is under too much tissue to get at easily. She noted that she knows that the magnet was over the generator for the magnet attempts, but she is not sure if the patient can trigger the magnet settings himself without using force to push the magnet onto the chest. Good faith attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Age at time of event, corrected data: the supplemental report #1 inadvertently did not report this updated information. Date of event, corrected data: the supplemental report #1 inadvertently did not report this updated information.

Event description:
A copy of the physician¿s handheld data was obtained. Device diagnostics were within normal limits in (B)(6) 2014. Based on the received magnet history, it appears that the swipe total was incrementing as expected. A swipe was detected on (B)(6) 014.

Event description:
An implant card reports that the patient had generator replacement on (B)(6) 2015 due to neos ¿ yes (near end of service). The explanted generator was discarded. Therefore, analysis is unable to be performed.